Manufacturer narrative:
Date of event: (B)(6) 2018. The customer reported a touchscreen failure. There was no patient involvement. The manufacturer's field service engineer confirmed the reported issue and replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Ready for patient use.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.the event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12/07/2018. Date received by MFR: 12/06/2018. The user interface touchscreen assembly was returned to philips for failure analysis. A visual inspection revealed evidence of deep scratches and contamination on the screen. Due to the damage, the touchscreen could not be calibrated.